Event description:
It was reported that cadd solis vip pump alarmed with error code 1260, during testing. No patient injury reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was not duplicated. No error codes could be found of the returning device. Multiple "cassette locked but not latched" and cannot not start pump alarm messages were found in the pump's event history logs. Latch lock optical cam flex circuitry was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.